Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diffuse nocturnal pain worsening over past 3 and a half years") in a female patient who had essure (batch no. A78091) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), neuralgia ("symptoms affect primarily the right lower limb and involve typical neurogenic pain, burning, paroxysmal pain with variable localisation)"), bone pain ("pain in tibia"), pain in extremity ("pain in hand, feet, knees, elbow"), fatigue ("major fatigue"), tendonitis ("tendonitis"), allergy to metals ("allergy to nickel"), anaemia ("anaemia"), musculoskeletal pain ("shoulder pain"), amnesia ("memory loss"), aphasia ("difficulty finding words"), migraine ("migraines"), speech disorder ("speech disturbances"), paraesthesia ("paraesthesia"), alopecia ("hair loss") and gastrointestinal motility disorder ("problems with intestinal transit"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy on (B)(6) 2016). At the time of the report, the pain, neuralgia, bone pain, fatigue, tendonitis, allergy to metals, anaemia, musculoskeletal pain, amnesia, aphasia, migraine, speech disorder, paraesthesia, alopecia and gastrointestinal motility disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anaemia, aphasia, bone pain, fatigue, gastrointestinal motility disorder, migraine, musculoskeletal pain, neuralgia, pain, pain in extremity, paraesthesia, speech disorder and tendonitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: skin response to nickel ++ nuclear magnetic resonance imaging brain - on an unknown date: entirely normal neurological examination on (B)(6) 2014. Physical examination found deep-tendon reflexes were present and symmetrical. Pallaesthesia was perceived. Slight asymmetry of sensitivity was found between right and left sides and a sense of heaviness in right leg on mingazzini test. The rest of the examination was entirely normal. Other diagnostic possibilities need to be investigated, in particular all causes that could lead to multiple nerve root involvement such as lyme¿s disease or vitamin deficiency. The patient is to undergo laboratory work-up and, if the results are normal, electromyogram should be performed to investigate possible sciatic nerve trunk compression in the area of the piriformis muscle. Three x-rays and four mris, 5 CT-scans, 18 blood tests, 2 ultrasounds, scintigraphy and colonoscopy were performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-nov-2017 for the following meddra pt: pain: n° 397 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diffuse nocturnal pain worsening over past 3 and a half years") in a female patient who had essure (batch no. A78091) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), neuralgia ("symptoms affect primarily the right lower limb and involve typical neurogenic pain, burning, paroxysmal pain with variable localisation)"), bone pain ("pain in tibia"), pain in extremity ("pain in hand, feet, knees, elbow"), fatigue ("major fatigue"), tendonitis ("tendonitis"), allergy to metals ("allergy to nickel"), anaemia ("anaemia"), musculoskeletal pain ("shoulder pain"), amnesia ("memory loss"), aphasia ("difficulty finding words"), migraine ("migraines"), speech disorder ("speech disturbances"), paraesthesia ("paraesthesia"), alopecia ("hair loss") and gastrointestinal motility disorder ("problems with intestinal transit"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy on (B)(6) 2016). At the time of the report, the pain, neuralgia, bone pain, fatigue, tendonitis, allergy to metals, anaemia, musculoskeletal pain, amnesia, aphasia, migraine, speech disorder, paraesthesia, alopecia and gastrointestinal motility disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anaemia, aphasia, bone pain, fatigue, gastrointestinal motility disorder, migraine, musculoskeletal pain, neuralgia, pain, pain in extremity, paraesthesia, speech disorder and tendonitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):allergy test - on an unknown date: skin response to nickel ++nuclear magnetic resonance imaging brain - on an unknown date: entirely normal neurological examination on (B)(6) 2014. Physical examination found deep-tendon reflexes were present and symmetrical. Pallaesthesia was perceived. Slight asymmetry of sensitivity was found between right and left sides and a sense of heaviness in right leg on mingazzini test. The rest of the examination was entirely normal. Other diagnostic possibilities need to be investigated, in particular all causes that could lead to multiple nerve root involvement such as lyme's disease or vitamin deficiency. The patient is to undergo laboratory work-up and, if the results are normal, electromyogram should be performed to investigate possible sciatic nerve trunk compression in the area of the piriformis muscle. Three x-rays and four mris, 5 CT-scans, 18 blood tests, 2 ultrasounds, scintigraphy and colonoscopy were performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt).in this particular case a search in the global safety database was performed on 22-aug-2017 for the following meddra pt:pain: n° 376 cases (excluding this case).bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment:incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.